Event description:
During a femoro-popliteal bypass surgery performed on (B)(6) 2014, it was reported that the graft was significantly leaking after th first anastomose was performed. The procedure was stopped and another graft was used. The surgery was completed without any further complication for the patient.

Manufacturer narrative:
The involved device has been sent to an outside laboratory for scanning electron microscopy analysis. A review of the device history records, including collagen coating records, indicated tha the graft was processed and inspected according to procedures and no anomaly was found. Specifically, the review of the water permeability testing records of products coated on the same day and under the same conditions as the complaint device indicated values well within product specifications. One retention sample coated on the same conditions as the complaint device underwent water permeability testing at 120mmgh as per iso 7198. The test results indicated a value well within product specifications. The investigation is still on going. A follow-up report will be submitted upon completion of the investigation.